Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that then patient was stable until end of (B)(6) when worsening confusion, short term memory changes and decline in right arm function were noted. Neurosurgery scheduled cranioplasty which was 2-1, then the patient returned to the operating room (or) later that evening for hematoma evacuation, patient was stable post-op. On (B)(6) 2018 the patient returned to the operating room (or) for craniotomy due to sudden decline in neuro function and head computed tomography (CT) showed new large acute subdural hematoma in left parietal occipital regional with 15mm left to right midline shift, uncal and transtentorial herniation. It was stated that palliative care was involved, and family elected for comfort cares on (B)(6) 2018 after no improvement in neuro exam, no verbal or eye response. Compassionately the patient was extubated and the ventricular assist device (vad) deactivated. Patient was stated to have expired on (B)(6) 2018. It was further stated that the pump will not be returned, and all external equipment will be disposed of per hospital policy. Pump malfunction was not believed to be a factor in patient's death. No further patient complications have been reported as a result of this event.